Event description:
Reporter alleged discrepant results with the blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 92 mg/dl and lab was 54 mg/dl taken within fifteen mins of each other. Reporter indicated his medications were adjusted but did not receive any treatment. Reporter stated controls were used but did not provide whether were in range. A request was made for the return of the suspect device and replacement product was sent.